Event description:
A customer reported that the system did not recognize the cassette and locked during a vitrectomy procedure. The patient had received peribulbar anesthesia. The procedure was cancelled with no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).